Manufacturer narrative:
Device remains implanted in the patient.

Event description:
A report was received that the patient underwent a lead revision procedure due to voice alterations. The physician opened the locking cap and moved the lead 5 mm superiorly. The patient was doing well post operatively.